Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead was positioned more than four times. It was also reported the day after implant the lead displayed under-sensing. Re-programming was performed and follow up with the patient is planned in two weeks. No patient complications have been reported as a result of this event.